Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effects of obstruction is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information received, the investigation determined that the reported difficulty appears to be related to user error. The subsequent treatments are related to the circumstances of the procedure. Based on the reported information of a stenosis at the access site and the difficulty with access via a balloon it is likely a mal position of the device (backwall stitch) occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, medical review was performed by an abbott clinical specialist: the prostyle most likely captured the backwall of the femoral artery during the deployment of the sutures, essentially suturing the artery closed. Correction: b2 outcomes attributed to ae: hospitalization-initial or prolonged added.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 9f sheath hole prior to a transcatheter aortic valve replacement (tavr). The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly, "angiography revealed critical stenosis at the access site, which could not be dilated with a balloon." Rotational atherectomy, via transfemoral access, using a 2.0-mm burr was performed to ablate the occlusive sutures, followed by implant of an 6 x 40 mm non-abbott stent graft. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided. This procedure captures case 2 from the article titled "rotational atherectomy for treating arterial access-site stenosis caused by vascular closure device failure following transcatheter aortic valve replacement".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title "rotational atherectomy for treating arterialaccess-site stenosis caused by vascular closuredevice failure following transcatheter aorticvalve replacement." D4: the UDI number is not known as the part and lot number were not provided. The additional prostyle device referenced in b5 is filed under a separate manufacturer report number.